Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable with fluid ingress on the system controller was confirmed via the submitted photo. The provided photo showed a taped power cable jacket and green fluid accumulating under the tape. The extent of the damage to the power cable jacket and underlying wires is unknown. A review of the submitted log file spanned approximately 44 days (B)(6) 2025 per time stamp). On (B)(6) 2025 at 19:50:18, (B)(6) 2025 at 01:48:32 and 02:51:25, and (B)(6) 2025 at 22:28:15 while connected to batteries and the power module, there were power cable faults on the black power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared each time after switching power sources. The alarm did not affect the system controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. Additional information provided stated that it is unknown when the cable was taped, the system controller was exchanged, and no products would be returned. A root cause for the reported damaged power cable and fluid ingress cannot be conclusively determined through this analysis; the damaged power cable could have contributed to the observed power cable disconnect alarm. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient presented to clinic with their black power lead taped and green fluid accumulating under the tape. The center reported it was unknown when the black power lead was first taped. The system controller was exchanged. Log file.